Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sample bard ptfe pledget was returned for evaluation. During visual evaluation, it was noted that the inner pouch was slightly opened. Under microscopic observation the pledgets were noted to have an orange-like material within the inner and outer packaging. However, the investigation is inconclusive for the reported contamination issue as the inner package was found to be breached. A definitive root cause for alleged contamination issue could not be determined based upon the provided information. Labeling review: the instructions for use included in this product prescribes the proper method of implantation for this device to prevent undue injury to the patient and damage to the product. The directions for use, indications, contraindications, and precautions are adequate and clearly stated in this instructions for use. Instructions for use precautions warns that the product is sterile, unless the package is opened or damaged. Single use only. The review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 08/2025), g3 h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a procedure, a foreign material was allegedly found in the package. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending. The investigation of the reported event is currently underway. (Expiration date: 08/2025).

Event description:
It was reported that during preparation for a procedure, a foreign material was allegedly found in the package. There was no reported patient contact.